Event description:
I purchased a 12 ounce bottle of solution for cleaning my contact lenses. This solution was purchased at pharmacy. I soaked my contacts overnight following the instructions on the box. The next morning when I inserted the contact into my right eye, I experienced a severe burning and stinging pain. I immediately removed the contact and flushed my eye with a "blink" solution. The burning continued to increase throughout the day until it was unbearable about noon time. My eye was swollen almost shut, was very blood shot, and extremely painful. I went to see my ophthalmologist who diagnosed me with peroxide toxicity and prescribed a steroid eye drop. After several days of using the steroid my eye was improved. I am sending this letter to let you know about my experience so that you can investigate and possibly save others from the same injury. I still have the bottle of solution that I can send to you if it will be helpful in investigating why this happened. I am informing pharmacy about this incident by copy of this letter.